Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, as well as oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted 104 v-sensing integrity counters (sic) recorded in the last 19 days, and 16 nst episodes with v-v intervals <(><<)>220 ms from (B)(6) 2016. Concomitant medical products: concomitant products: dtba1d1 ICD, implanted: (B)(6) 2015, lead implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing and non-sustained tachycardia (nst) episodes. The pace/sense portion of the rv lead was exchanged into the left ventricular (lv) port and the lv lead was exchanged into the rv port for use as the pace/sense portion. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.